Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was no alternating current (ac) power. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer stated the unit operated only on battery power during setup with no ac power. The customer replaced the power cord, but the reported issue persisted. The customer requested the part number of the power supply to order and replace.

Manufacturer narrative:
Information was received indicating that the customer replaced the power supply. The light emitting diodes (led) illuminated but the ventilator would still not turn on. It was also confirmed the unit would power on with battery power but was unable to power on with only ac power. The remote service engineer (rse) advised the replacement of the power management (pm) printed circuit board assembly (pcba). The rse provided the customer with the part number of the pm pcba to order and replace.

Manufacturer narrative:
The customer replaced the power management board to resolve the reported issue. The device passed required performance verification tests by philips standards and was returned to service.